Event description:
It was reported that one hour after pumping began, the pump began experiencing system 3 alarms, and was making a noise. It was also noted that the cold trap bottle contained a dark reddish/brown fluid. The pt was transferred to another pump without any complication.